Event description:
Pt complained of chills 30 minutes into treatment. Dialyzer replaced and treatment continued. Pt complained of chills on and off during treatment. Pt was sent to ER post treatment. Gram negative bacteria was found in the pt blood as well as the dialysate connector down stream of the dialyzer.